Manufacturer narrative:
(B)(4) 2016 - we have requested the device be returned. To date we have not received the device.

Event description:
(B)(6) 2016. The consumer claims that the product burnt her couch and buttocks.

Manufacturer narrative:
On (B)(6) 2016 - we have requested the device be returned. To date we have not received the device. On (B)(6) 2016 - added the upc code to the supplemental emdr. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 - the consumer claims that the product burnt her couch and buttocks.

Manufacturer narrative:
On 11/28/2016 - we have requested the device be returned. To date we have not received the device. On 1/30/2016 - added the upc code to the supplemental emdr. On 4/25/2017 - manufacturers narrative: pad had a similar event to the return of 16-30272. Please see that report for details. Unit was used often as stated in complaint. Pvc discoloration takes many months to occur. The entire heating pad was "yellowed" due to heat (even the line cord was discolored). Specific sections, that had very dark discolored areas, would indicate significant over heating. The crumpled condition the returned heating pad was received in indicates use not in accordance with our instructions. The heating pad is to be used in a flat condition, draped over the muscles to be treated. You are not to lay on top of or crumple the heating pad during use. Both conditions can be deduced from the customers statement and the condition of the pad returned..

Event description:
On 11/28/2016 - the consumer claims that the product burnt her couch and buttocks.